Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up, lower out of range pacing lead impedance was observed on a couple of occasions. The patient is pacemaker dependent so it was impossible to measure the r-wave. The physicians got information about lead impedance thanks to a merlin transmission alert. The lead was capped and replaced. The patient condition was good before, during, and after lead replacement.